Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during priming. The customer's blood glucose was 100mg/dl at the time of the incident. The customer reported that the piston was sticking and he received no delivery notices. He has had to rewind the pump and prime to get it going again. This morning was the last incident of this. The customer stated that he has been off the pump because of issue since last night. The customer stated the insulin did not exit during 5.0u fixed prime. Since the piston was stuck they were unable to continue to troubleshoot the situation for the no delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.